Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice. The customer's blood glucose reading was 106 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal but that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump failed the displacement test and a motor position encoder error alarm was confirmed in the alarm history screen. The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.